Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation and pain. The device remains implanted.

Event description:
Patient reported a "right side deflation, bilateral pain". Healthcare professional later confirmed a right side deflation and pain. Device remains implanted.

Event description:
Healthcare professional later confirmed deflation and pain.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening. Pain: unable to observe since it is not related to the device. Additional observations: broken striated on plug strap assessed as surgical damage. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a "right side deflation, bilateral pain". Healthcare professional later confirmed a right-side deflation and pain. Device has been explanted.